Manufacturer narrative:
Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review). The generator is still in use and has not presented any new complications. Based on the information received, the cause of the reported electrical shock remains unknown.

Event description:
The generator is still in use and has not presented any new complications.

Event description:
During assembly of the equipment, an electrical discharge was felt at the when grounding the radio frequency on the surgical table. Then, when the patient laid down on the table and leaned against the iron handles, she also felt the discharge. The physician was notified and decided to continue with the procedure. There were no incidences during the procedure with abbott devices.